Event description:
Per the surgeon's report, this patient's receive/stimulator completely extruded "probably" due to an allergic reaction. The device was explanted in 2006. Allergy tests and a culture of the granulation tissue were performed. Results of these tests will determine if the patient will be reimplanted.

Manufacturer narrative:
This is a final report.